Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that an alarm 2 followed by alarm 26, occlusion occurred because the infusion set cannula was kinked. The patient changed soft cannula infusion set and resumed insulin. The patient noticed the symptoms three or more hours after the insertion in the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.